Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient had a refractive surprise after use of ora and implantation of company lens. Lens rotated off axis causing a refractive error, to be repositioned. Additional information was received by stating, the surgeon rotated the iol for the patient and achieved a 20/20 outcome one week post-operative. He did not have to explant the iol, so all went well.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.